Event description:
It was reported that an ilet bionic pancreas generated recurring alert 65 indicating an audio alarm malfunction during setup and subsequent use, which temporarily cleared after a guided restart through the device menu but recurred, prompting shipment of a replacement device. Symptoms included a nonaudible audio alarm. Outcomes included continued device use until replacement was arranged, without injury or medical intervention. Investigation included remote troubleshooting, device restart attempts, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.